Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was receiving bupivacaine (10 mg/ml) and morphine via an implantable pump. The indication for pump use was spinal pain. The patient reported that she went to the hospital 10 days ago and it was related to her pump because after her pump refill on thursday she was locked out until saturday the 24th. She then gave herself a bolus and the two medications combined caused an overdose. Additional information was received on 09-jun-2021 from the patient who reported that it was unknown if there was a device or therapy issue, but she was having a study tomorrow on the placement of her catheter. She also stated that they had changed pharmacies, but they were going to switch back to the original pharmacy, and they were ¿not certain that it was my pump that overdosed¿. She stated that she was in the hospital for 4 days and she coded in the ambulance. She mentioned that she was told that there were amphetamines in her system, but she did not take amphetamines.